Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2023-aug-01 rtg0547520 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient mentioned their spinal cord stimulator was dead since 2021 when the pt decided not to charge it when their life got busy. Patient said they met with the manufacturer representative last fall to try to jump start the scs, but the representative was not able to get the scs to take a charge. Pt mentioned they were trying to get their scs device started again, so they wanted to meet with a rep. Pt said their back was hurting because they did not have their therapy. The patient was redirected to their healthcare provider to further address the issue. Local reps were also emailed and a rep reached out to the patient. 2024-05-17 patltr: additional information from the patient indicated that the patient will have a battery replacement to resolve the issue.